Event description:
On (B)(6) 2014, at (B)(6) center, mahwah, nj, while performing a function check of a cardiohelp unit (B)(4) when the technician turned on the unit a housing fan 2 error was displayed. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and complete preventive maintenance (pm) and full functional and safety tests per factory specifications was performed. A new fan kit was used to replace the defective fan. (B)(4).